Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-12170. It was reported the pt lost stimulation coverage in her right knee. Diagnostic testing revealed several invalid contacts on the lead. Reprogramming was unsuccessful. The x-rays revealed the leads have migrated. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.